Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 97712, serial# (B)(4), implanted: (B)(6) 2016, product type implantable neurostimulator. Product ID 37712, serial# (B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator for information regarding the related ins's please reference manufacturer report # 3004209178-2018-02153 and 3004209178-2018-02155. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a patient who was implanted with a neurostimulators (ins) for r sd/causalgia-complex regional pain syndrome and spinal pain. It was reported that since (B)(6) 2016 the patient felt like their motor cortex, occipital, and cervical ¿stim¿ were interacting with an affecting each other. The patient reported that nothing had worked since the last replacement and the issue had gotten worse. The patient stated that they felt pulling on the motor cortex stim when the occipital one was on. The rep indicated that the patient was up for replacement of the motor cortex stim, but the patient did not feel it was working right and wanted a new ins. The rep noted that all three ins¿s ran at the same time and were programmed at the same time. The rep stated that the ins¿s were placed in the patient¿s right and left buttock, and chest. The rep believed that the occipital stim was for the right side and the motor cortex was coming down the left side. The rep stated that a physician did an x-ray already, but nothing had moved. The rep was meeting with the patient tomorrow. Technical services reviewed to check impedances, possibly reprogramming the system on which patient is feeling pulling and to turn the other 2 ins¿s off to see if that has any effect on the systems. No further complications were reported. Follow-up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacture representative (rep) on 2018-feb-16. The cause of the interference was not determined. No actions have been taken to resolve the interference. The patient¿s weight at the time of the event was unknown. This information was confirmed with the physician. No further complications were reported/are anticipated.